Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 30-sep-2019 and inspection of the unit was performed on 03-oct-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, umbilical cable single buckled under pve root brace, right /left angulation knob play, right/ left brake knob retaining nut cover cracked, hole in # 1 remote control button cover, distal tip annual maintenance, passed dry leak test, bending rubber glue pinhole, passed wet leak test, bending rubber non-pentax material, up/ down angulation knob play, bending rubber glue needs repair at distal end side, light carrying bundle distal cover glass middle scratched. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and approved by final qc on 11-oct-2019: o-rings and seals, bending rubber, distal case/cap, rl lock knob retaining nut cover, remote control button. The duodenoscope was delivered to the customer on 15-oct-2019 under delivery order (B)(4).